Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: stent jumped. Time of device issue: during the procedure. Adverse event: medical intervention required. It was reported that the xact stent jumped during deployment in the right internal carotid artery, partially covering the target lesion. A second stent was implanted to completely cover the lesion. Though requested no additional information was provided.